Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported he has been experiencing leaks with his most recent box of infusion sets. Customer stated that with the 3 sets he has used, after a day of usage, he feels wetness at the site, and has noticed that the adhesive is still attached to his body, but the cannula has come out of his body. Customer reported the cannula is still connected to the tubing, but the plastic portion holding the cannula has come apart from the adhesive. No adverse event reported. Will return most recent infusion set; other 2 have been discarded.